Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs on may 14, 2009 requesting assistance on setting up his ultra meter. The patient had difficulty setting the code number on his meter. A medical surveillance specialist (mss) attempted to contact the patient twice on may 14, 2009 and each time, the patient disconnected the call. Based on the information that was provided by the customer care advocate (cca), the patient had difficulty in setting up his ultra meter and approximately two days later, (six days prior to original date) he felt weak, had a headache, and experienced blurred vision. Due to his symptoms, the patient ate less food/drink. The patient then went to the ER and received treatment; however, does not recall what he was treated with. The patient mentioned that he was not tested on another device. Issue was resolved via troubleshooting. Product was replaced. No further clinical information was provided. It would have been helpful to find out how long the patient had the meter, if he was able to test prior to the event, a normal reading for the patient, treatment in the ER and whether or not he continued to take his diabetes regimen on a regular basis. The complaint is being reported because the patient reported that he was unable to test approximately for two days and developed symptoms that can be associated with hyperglycemia or hypoglycemia and received medical attention.